Event description:
Additional information reported that the right atrial lead was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Correction: d6b (explant date) should be blank

Event description:
Correction: it was reported that the right atrial lead was repositioned on (B)(6) 2021 and remained in use. The lead was not explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-discharge check, which initially revealed the right atrial lead had a normal function. A later x-ray showed that the right atrial lead had dislodged, and loss of pacing and sensing was noted on a device interrogation. The lead was revised on (B)(6) 2021 and the patient was in stable condition.